Event description:
Boston scientific received information stating: during follow up right ventricular measurements went way out of line: rv pacing threshold is above 7.5v; pacing impedance is >2000 ohm; no intrinsic rhythm! Some effective stimulation was obtained via the left ventricular electrode but not regularly because of noise in the right ventricle. Stimulation pauses of up to 1800 ms became visible. I recommended a temporary external pacer which the patient received right away. The revision is scheduled for tomorrow (B)(6) 2012. Dr. (B)(6), (B)(6) germany event date - (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).